Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the display failure was due to a defective touch screen. The touch screen was replaced to address this issue. During evaluation, the device also failed to complete its internal self-test. It was determined that the device failure to complete its internal self-test was due to water contamination in the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen. The device was not in use when the fault occurred; therefore, there was no patient involvement.